Manufacturer narrative:
Correction: unique identifier (UDI) #.

Event description:
A copy of the medwatch report from FDA was received as well as maude report, which states, ¿while vasopressor (levophed) was infusing and staff were attempting to start precedex infusion on adjacent channel, the alaris pump "brain" abruptly stopped working reading "system error" which contributed to the patient's blood pressure decreasing. 1l lr (lactated ringer¿s) given while staff obtained a new pump and restarted/re-titrated the levophed infusion."

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
A copy of the medwatch report from FDA was received, which states, ¿while vasopressor (levophed) was infusing and staff were attempting to start precedex infusion on adjacent channel, the alaris pump "brain" abruptly stopped working reading "system error" which contributed to the patient's blood pressure decreasing. 1l lr (lactated ringer¿s) given while staff obtained a new pump and restarted/re-titrated the levophed infusion."

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available, additional information : device eval by manufacturer? , imdrf annex a,g,b,c,d codes, remedial action required, remedial action # and manufacturer narrative a device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary the reported complaint of error code 120.4610 was confirmed through a review of the device logs however it was not replicated during extensive laboratory testing. A review of the pcu system error logs observed three (3) error codes of 120.4610 (power supply processor charge level low failure) on 03apr2024 from 4:19 am to 4:24 am. Functional testing of the suspect pcu in the 'as received' condition noted no errors after infusing for two (2) hours using four dchu pump modules. Power cycling testing with the system transitioning between ac power (120v for 30 minutes) and dc power (battery, for 30 minutes) during an active infusion observed no issues after approximately a 5-day test infusion. The performed battery conditioning test based on the test procedure observed in service bulletin 592a, observed the battery capacity displayed (3903mah) within the recommended milliampere-hours (mah) range (3700mah to 4500mah). Inspection of the pcu device observed the battery with a date code of october 2021. The battery was approximately two (2) years and (9) months old. External and internal inspection observed no other anomalies that would contribute to the reported complaint. Root cause the probable cause that the device had error code 120.4610 is being attributed to improper battery maintenance. No battery condition activities were observed in the battery logs (date back from 2022) and the battery was over the recommend life of 2 years. Exhaustive laboratory testing was unable to replicate the reported issue. Note that this report lists imdrf annex a1801, a040502, a0401, g02017, c07, c0601, d01, d15 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
A copy of the medwatch report from FDA was received, which states, ¿while vasopressor (levophed) was infusing and staff were attempting to start precedex infusion on adjacent channel, the alaris pump "brain" abruptly stopped working reading "system error" which contributed to the patient's blood pressure decreasing. 1l lr (lactated ringer¿s) given while staff obtained a new pump and restarted/re-titrated the levophed infusion."

Event description:
A copy of the medwatch report from FDA was received as well as maude report, which states, ¿while vasopressor (levophed) was infusing and staff were attempting to start precedex infusion on adjacent channel, the alaris pump "brain" abruptly stopped working reading "system error" which contributed to the patient's blood pressure decreasing. 1l lr (lactated ringer¿s) given while staff obtained a new pump and restarted/re-titrated the levophed infusion."

Manufacturer narrative:
Correction: describe event or problem, unique identifier (UDI) #, report source other, additional information: related report number grid. Added pi to the unique device identifier (UDI)# field.